Manufacturer narrative:
The date received by manufacturer has been used for this field. Franklin lakes has been listed as the manufacturer. Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle had foreign matter. The following information was provided by the initial reporter translated from spanish to english: in recent years, syringes have become defective: they are curved, especially the 1 cc and 10 cc syringes. Needles are often nicked, leaking, not fitting, punctured in their plastic portion or blocked.